Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 1.3 was continuously failed. A field service engineer replaced the mini engine in drawer 1.3 to resolve this issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) mini trays was failed. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was no delay in dispesning workflow. There were no adverse events or injuries reported based on this event.